Event description:
Report received of a "burst" tubing during a power injection of optiray 320 contrast. The injector was connected to either the distal or proximal clave port of the extension set. Contrast was injected at an unspecified rate. The total amount to be injected was not specified. After an unspecified time into the contrast injection, the extension tubing "burst". The extension set was removed and the power injector tubing was connected directly to the IV catheter. The procedure was resumed and completed without further problems. There was no reported adverse pt effect. Although requested, no add'l info was available.